Manufacturer narrative:
Risk assessment. Device not returned, lot number not provided. Possible root causes to the tip fracture is over tightening of the draw rod to the screw during assembly of the screw extractor to the screw and/or improper alignment in previous surgeries, however the cause is not determined and multifactorial due to no parts or lot number being provided.

Event description:
It was reported that the screw driver shaft broke during the removal of screws.

Event description:
It was reported that the screw driver shaft broke during the removal of screws.